Event description:
It was reported that a high drain 103 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the care giver (cg) reported the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.